Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease (pad. The target lesion was located in the mildly tortuous and moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.